Event description:
Consumer reports, that pen needle broke off in right thigh of her child before insulin delivery. X-rays were taken and she is consulting with her doctor and surgeon for removal.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Will continue to monitor on monthly trend reports.